Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (gi bleed). Inherent risk of procedure (gi bleed).

Event description:
During the index procedure, the patient had one endeavor sprint otw drug eluting stent implanted to the lcx. It is reported that approximately 52 months post index procedure, the patient experienced a gi bleed. The patient was treated with medication and a blood transfusion. Investigator indicated that the reported event was not related to the study device. The patient recovered with treatment.